Event description:
The patient reportedly has experienced intermittencies when using the external equipment. The patient was seen at the clinic and by company representatives for device evaluation. Testing performed confirmed that the device was not functioning.